Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultramini meter read inaccurately high compared her feelings and or normal results. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The patient does not recall when the alleged inaccuracy began. At an unspecified date/time, the patient obtained a blood glucose reading of ¿260 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin (humulin, humalog; unknown dosages) and stated she continued with her usual dose of medication (unknown type and dosage) in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient denied developing any symptoms. At an unspecified date/time, the patient stated she contacted emergency medical services (ems) and stated her blood glucose was tested and obtained a reading of ¿60 mg/dl¿ with the ems meter. The patient stated she received treatment from ems; however, she could not recall the type of treatment she received. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.